Event description:
--

Event description:
Additional information was received that the patient was experiencing phrenic nerve stimulation prior to the explant of the lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried blood and body fluid in the lead lumen. Visual inspection revealed that the conductor coils were deformed at 816 mm from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that one day post implant the left ventricular (lv) lead was explanted due to dislodgment. During the lead revision procedure the physician made an unsuccessful attempt to reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.